Event description:
It was reported, prior to a routine device replacement procedure, noise resulting in oversensing was able to be provoked on the right ventricular (rv) lead. Additionally, high pacing impedance was also noted on the rv lead. A lead abrasion was suspected. The rv lead was capped and replaced during the device replacement procedure to resolve the event. The patient was stable.